Event description:
Customer called to report a leak at the front of the unicel dxh 800 coulter cellular analysis system, but could not locate the source of the leak. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the reticulocyte (retic) mixing chamber waste line was obstructed with a clog, preventing it from draining. The fse unclogged the line, after which there was no further evidence of leaking. The repairs were verified per established procedures, and the results met published performance specifications.

Manufacturer narrative:
The root cause of the leak was a clog in the retic mixing chamber, which was resolved with the services performed by the fse. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)